Event description:
It was reported that the device exhibited noise and backup operation in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.device, still in original packaging, was found to be in bvvi. The cause of bvvi was por. The cause of the por was battery depletion due to excessive hv activity.